Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient has not been seen since 2008 and had reported no problems at the time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.